Event description:
Customer reported 3 false positive results for the sars-cov-2 target on the alinity m resp-4-plex assay. The customer stated they processed one of the samples on (B)(6) 2022 and it resulted positive for sars-cov-2. The sample was processed again on the genexpert platform came out negative for sars-cov-2. The second sample was processed on (B)(6) 2022, it was positive for sars-cov-2. The sample was tested again, and the result was negative for sars-cov-2.the third sample was processed on (B)(6) 2022, it was positive for sars-cov-2. The sample was retested, and the result was negative for sars-cov-2. The customer confirmed only the negative results were reported outside the laboratory. Therefore, there was no impact to patient management reported. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Updated b5 to change february 26, 2022 to february 16, 2022. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. The amplification curves for the discrepant results were analyzed and showed normal amplification. The false positive samples in the complaint are near the limit of detection (lod) for the sars-cov-2 target of resp-4-plex assay and therefore, may not be reproducible. The three (3) discrepant results were re-tested on the genexpert platform. Different platforms have differing lod specifications. The validity of the runs met assay specification requirements, and no error codes or flags were displayed for the run controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 525460. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 525460 was not identified.

Event description:
Customer reported 3 false positive results for the sars-cov-2 target on the alinity m resp-4-plex assay. The customer stated they processed one of the samples on (B)(6) 2022 and it resulted positive for sars-cov-2. The sample was processed again on the genexpert platform came out negative for sars-cov-2. The second sample was processed on (B)(6) 2022, it was positive for sars-cov-2. The sample was tested again, and the result was negative for sars-cov-2. The third sample was processed on (B)(6) 2022, it was positive for sars-cov-2. The sample was retested, and the result was negative for sars-cov-2. The customer confirmed only the negative results were reported outside the laboratory. Therefore, there was no impact to patient management reported. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.